Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that part of the steel cannula broke off and remained in the patient's body. No treatment was provided and surgery was not suggested to remove the cannula. The infusion set was requested to be returned for product evaluation.